Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and was able to properly detect an occlusion. A review of the event history log revealed multiple presence of 'downstream occlusion!' Alarms, however the history log cannot be used to determine the pressure reading at the time of alarm or test failures. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was not determined . No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi testing 3 times at the biomedical service department. There was no patient involvement. No additional information is available.